Event description:
It was reported that the check button on the infusion device was torn and difficult to press. The infusion device was replaced and requested for evaluation. Infusion device was thoroughly evaluated. The soft components of the infusion device were used up. In regular use, the infusion device is exposed to chemical and mechanical effects such as sun exposure, temperature, and oil products. Liquid entered the infusion device due to worn soft components of the menu and check buttons. The functionality of the menu and check buttons were not fully ensured due to contamination and corrosion. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.